Event description:
It was reported that during the patient¿s trial, a lead came out and the patient was shocked.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the event was erroneous. The patient was reportedly not shocked. It was stated that the patient had overstimulation of the stage 1 lead (amplitude may have been too high) that caused the patient some shooting pain into her right leg. At the time of battery placement, the lead was removed and replaced. The patient was very happy and had no residual symptoms.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).